Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the closed pri set mf ysite and tlc 20 injection site.

Manufacturer narrative:
H.6. Investigation summary: as a lot number is unknown, a DHR cannot be completed. Sample was received for investigation. Bd confirmed the septum of injection site was partially caved in. Since our injection site is performing a 55kpa leak test during the manufacturing process, it may be possible that the cannula was punctured at a point off the center of the septum or not pulled out vertically during use. However, it did not reach the identification of the cause.

Event description:
It was reported that blood leaked from the closed pri set mf ysite and tlc 20 injection site.